Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger alarms. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case left corner chipped, and a non original equipment manufacturer (OEM) battery was present a review of the event history log (ehl) identified syringe plunger not in place. During the functional testing the reported issue was able to be duplicated. The customer incorrectly assembled the timing plates. The root cause of the issue was caused by the customer's incorrect assembly of the device. Device will be placed in quarantined due to non-OEM battery present.